Manufacturer narrative:
Investigation report attached on retained representative samples since customer does not know the lot number involved. Actual used device was returned to manufacturer 4/4/17.

Event description:
On (B)(6) 2017: patient's (B)(6) machine alarmed for air in the line at approximately 12:40, at which time patient care technician responded. During closer inspection patient care technician observed that a small amount of blood had dripped on the floor from the lines above the pump location. At that time, another patient care technician noticed air in the line near the patients access (fistula) and stopped the machine, per protocol; pct stated she aspirated the air with a 10cc syringe, however, they were unsure of how much, if any, air was pushed into the patient's body. Patient complained of chest pain and shortness of breath shortly after the incident. Patient was given 8 liters of oxygen via non-breather mask and was placed on left lateral trendelenburg position, in case of possible air embolism, during which time 911 had already been called. The paramedics and ambulance arrived and transferred the patient to emergency room at (B)(6) hospital for a higher level of care. The clinic has 6 different lot#. They are not sure which lot was being used during the incident. The patient at the time of this had return for their next dialysis treatment. On 3/16/17: additional information received from the clinic; incident occurred 30 prior to treatment finishing, blood was not returned, patient lost blood from bloodlines and avf needle tubing. Clinic is unable to identify lot number involved. Patient returned to next dialysis treatment ((B)(6) 2017) with no issues. Patient initial: (B)(6), access: l-upper arm av fistula, dry weight: (B)(6), height: (B)(6), dialyzer used: 250, machine: fmc 2008t. The 3:30hrs treatment duration 3x a week, dialysate flow rate: 600, blood flow rate: 400.

Manufacturer narrative:
Investigation report attached on retained representative samples since customer does not know the lot number involved. Actual used device was returned to manufacturer 4/4/17.

Event description:
On (B)(6) 2017: patient's (B)(6) machine alarmed for air in the line at approximately 12:40, at which time patient care technician responded. During closer inspection patient care technician observed that a small amount of blood had dripped on the floor from the lines above the pump location. At that time, another patient care technician noticed air in the line near the patients access (fistula) and stopped the machine, per protocol; pct stated she aspirated the air with a 10cc syringe, however, they were unsure of how much, if any, air was pushed into the patient's body. Patient complained of chest pain and shortness of breath shortly after the incident. Patient was given 8 liters of oxygen via non-breather mask and was placed on left lateral trendelenburg position, in case of possible air embolism, during which time 911 had already been called. The paramedics and ambulance arrived and transferred the patient to emergency room at (B)(6) for a higher level of care. The clinic has 6 different lot#. They are not sure which lot was being used during the incident. The patient at the time of this had return for their next dialysis treatment. On 3/16/17: additional information received from the clinic; incident occurred 30 prior to treatment finishing, blood was not returned, patient lost blood from bloodlines and avf needle tubing. Clinic is unable to identify lot number involved. Patient returned to next dialysis treatment ((B)(6) 2017) with no issues. Patient initial: (B)(6), (B)(6), access: l-upper arm av fistula, dry weight: (B)(6), height: (B)(6), dialyzer used: 250, machine: fmc 2008t, 3:30hrs treatment duration 3x a week, dialysate flow rate: 600, blood flow rate: 400.

Manufacturer narrative:
Investigation report attached on retained representative samples since customer does not know the lot number involved. Actual used device was returned to manufacturer 4/4/2017. On 6/1/2017: revised final investigation report attached with pictures of the proper set up of the blood pump segment.

Event description:
On (B)(6) 2017: patient's (B)(6) machine alarmed for air in the line at approximately 12:40, at which time patient care technician responded. During closer inspection patient care technician observed that a small amount of blood had dripped on the floor from the lines above the pump location. At that time, another patient care technician noticed air in the line near the patients access (fistula) and stopped the machine, per protocol; pct stated she aspirated the air with a 10 cc syringe, however, they were unsure of how much, if any, air was pushed into the patient's body. Patient complained of chest pain and shortness of breath shortly after the incident. Patient was given 8 liters of oxygen via non-breather mask and was placed on left lateral trendelenburg position, in case of possible air embolism, during which time 911 had already been called. The paramedics and ambulance arrived and transferred the patient to emergency room at (B)(6) hospital for a higher level of care. The clinic has 6 different lot#. They are not sure which lot was being used during the incident. The patient at the time of this had return for their next dialysis treatment. 3/16/17: additional information received from the clinic; incident occurred 30 prior to treatment finishing, blood was not returned, patient lost blood from bloodlines and avf needle tubing. Clinic is unable to identify lot number involved. Patient returned to next dialysis treatment (friday, (B)(6) 2017) with no issues. Patient (B)(6), access: l-upper arm av fistula, (B)(6), dialyzer used: 250, machine: fmc 2008t. A 3:30 hrs treatment duration 3x a week, dialysate flow rate: 600, blood flow rate: 400.